Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assemblies.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 163 mg/dl. Customer stated he was out in the rain a few times and the device may have gotten wet. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.